Manufacturer narrative:
The lot was manufactured between november 28, 2017 - november 29, 2017. The actual device was not available; however, a photograph of the sample was provided for evaluation. Visual inspection of the photograph identified a leak from where the administration port connector is inserted into the spike port tubing. The reported condition was verified. The cause of the condition is related to manufacturing. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. This issue is being further investigated. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an exactamix 500 ml eva tpn bag was leaking from the administration port. There was no patient involvement. No additional information is available.